Event description:
Report received from abbott international (abott hong-kong) which reports that the "dr inserted the catheter via left hand blood vessel during an abdomen surgery and found the catheter cannot go in further. Dr decided to pull out the catheter and he found that 7 inches of the catheter was left inside the pt's left hand blood vessel. The dr decided to open the hand and take out the remaining catheter. The dr is experienced in using this device. The drum cartridge catheter was being placed for cvp monitoring for the operation. Another attempt to place a drum cartridge catheter was not made. The pt has improved."